Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a pulse generator upgrade procedure, the right ventricular lead exhibited noise and an insulation anomaly. The lead was capped and replaced.